Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket pain and discomfort. It was reported that the patient reported they "may turned the device over a few times." The ipg was revised to a sub muscular position on the same side. No further patient complications have been reported as a result of this event.